Event description:
This is a report by consumer with supplemental information by a nurse from the netherlands of sterile peritonitis in a patient coincident with nutrineal pd4, unknown bag (lot number not reported) therapy. On an unreported date, the patient began treatment with nutrineal pd4, unknown bag (dose, frequency and lot number were not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced sterile peritonitis. It was not reported whether the patient was hospitalized. On an unreported date, the patient received remedial therapy with unspecified antibiotics. On an unreported date, the sterile peritonitis resolved. It was not reported whether nutrineal was ongoing. Concomitant medications were not reported. The nurse did not provide an assessment of causality for the event of sterile peritonitis, in relation to nutrineal pd4 therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.